Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The complaint was received without a serial number or patient full name; as a result, limited information was available. (B)(4).

Event description:
It was reported that the patient's ICD was not recording ventricular tachycardia (vt) events requiring therapy. The patient did not provide their full name or serial number, so follow up was not possible. No patient complications have been reported as a result of this event and the device remains in use.